Manufacturer narrative:
The customer was provided a quote for repair, however, the customer did not respond to the quote prior to its expiration. There is no additional information available as the device has not been received for evaluation, the cause of the reported allegation is undetermined. The product malfunction was unable to be confirmed because the customer refused service. A review of the service history for this device shows the problem has not been reported again for this device.

Event description:
The customer reported that the ibp value is low. The device was in clinical use at time of event, no patient or user harm reported.

Manufacturer narrative:
E1: reporter and reporter institution phone number: (B)(6). A follow up report will be submitted once the investigation is complete.